Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that when a tray was opened during surgery, the french rod bender was found to be disassembled. It was reassembled and used to successfully complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: UDI number, method, results, and conclusions - the returned rod bender was evaluated. Based on the visual evaluation of this device, the tack welds securing the roller to the device fractured, which caused the rollers to disassemble. No other damage was observed. The cause of the fracture can likely be attributed to wear from repeated forces applied during use as well as consistent cleaning/sterilization/processing that could have caused the parts to wear over time. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that when a tray was opened during surgery, the french rod bender was found to be disassembled. It was reassembled and used to successfully complete the procedure without reported patient impacts.